Event description:
It was reported that the patient developed bacteremia. The patient has multiple medical issues and is (B)(6). The implantable cardiac defibrillator (ICD) and ventricular lead were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).